Manufacturer narrative:
The drill bit subject to this complaint was not returned for evaluation. Lot no. Details were not provided. It was not possible to determine the root cause for the alleged breakage.

Event description:
It was reported that the drill bit broke in two pieces in the bone flap during a craniotomy procedure. No adverse consequences were reported.